Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen is blank before and after a replacement battery cap was installed. The customer's blood glucose reading was 264 mg/dl at the time of incident. Troubleshooting found that, although a new battery cap was installed , the pump display is still blank. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board and with a corroded battery tube. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, or verify low battery alert due to blank display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and scratched reservoir tube window.